Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to procedure, the patient's right ventricular (rv) lead exhibited low impedance measurements. The physician elected to cap and replace the rv lead on (B)(6) 2024. The patient was in stable condition.